Event description:
It was reported that the patient's scs ipg became unable to communicate with external devices and was no longer able to provide therapy, deeming it inoperable. The patient stated that they lost therapy sometime within the last 5 months. In turn, the patient underwent surgical intervention wherein the scs ipg was explanted and replaced to address the issue.

Manufacturer narrative:
A patient¿s ipg approaching end of life was reported to abbott. As a result, the ipg was explanted and replaced. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided.